Manufacturer narrative:
(B)(4). Examination of the returned instrument did not confirm the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) informed us that during a total knee arthroplasty the tibia impactor cracked during impacting the prosthesis. The implant was already positioned in the right place. No patient consequence.